Event description:
Some of the 1.8ml citrate tubes (363080) have not been filling to capacity. The vacuum function is important in these tubes because the amount filled in the tube is used in the calculation for the test. Therefore, when the tube does not fill to capacity...we must re-stick the patient. These particular tubes(lot#7305974) will be expiring on (B)(6) 2018, but we were having problems before may. Just now reporting the issue because we don't use the short-draw tubes often. Staff work-around: check the volume for each tube and add blood to tube while collecting or recollect any short tubes.